Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoabdominal aortic aneurysm repair, after firing a few clips, it jammed. A second applier was used and the same thing happened. A third applier was used, and it jammed after firing a clip. Different device was used to complete the case. There was no patient injury.